Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 2030404-2018-00080, 3005334138-2018-00431, 3005334138-2018-00432. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. At the end of the procedure, after removing all devices, the patient became hypotensive. A transthoracic echocardiogram was performed, revealing a pericardial effusion measuring 2 centimeters. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.